Event description:
I installed a new g7 dexcom sensor and immediately began receiving erratic readings. I called dexcom and gave the specifics of the reading and the response was "did you allow 24 hours to elapse to allow the meter to sort itself out before providing accurate readings. In my two years dealing with the g7, I had never been informed of this or read about it. As I know you appreciate this can result in serious health consequences resulting from grossly inaccurate readings.